Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. Channel 2 of the pump did not sound an audible alarm tone during an alarm condition. This was due to the piezo alarm assembly.

Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with a report that prior to pt use, the pump had no audible tones. During testing at the user facility, channel 2 did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.